Event description:
It was reported that an ilet user stated the pump was not charging as expected, noting a continuous green indicator light on the charging pad and a battery level of 23 percent after approximately 20 minutes on the charger; the user was advised that a near-depleted battery could require up to two hours to reach full charge and to monitor that the charging indicator and percentage continue to increase. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no need for medical care. Investigation included user education and operational troubleshooting to confirm appropriate charging behavior. Investigation of this case revealed normal device behavior consistent with low-battery recovery and proper charging indicator function. It was concluded, based on previously established findings for similar reports, that the cause was user perception of expected charging time with no device malfunction.